Event description:
It was reported that the zimmer dermatome was not holding pressure. The dermatome's pressure would drop after a few seconds. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.